Event description:
The lead was implanted on (B)(6) 2015 and still remains implanted at the time. It was noted on june 30, 2016 that there was a farfield oversensing issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).